Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Follow up confirmed that the device was shipped prior to the expiration date. The product had not been removed from consignment kit once it passed the expiration date and it was errantly taken into a procedure. No product has been returned as item is still implanted. No further complications have been reported device history record (DHR) was reviewed and no discrepancies were found. Cause of event was user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) report source: foreign. The event occurred in (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k023357. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient was implanted with a device past its sterile expiration date. No further information has been made available at this time.